Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set fell off within 3 hours of insertion. Infusion set was placed in abdomen. High blood glucose level was 300 mg/dl. She replaced infusion set and resumed insulin successfully. No further information was available.